Event description:
It was reported that during a procedure, clips would not advance. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the instrument was received with the jaws yielded. The instrument was cycled and fired, the remaining 2 clips ejected due to the condition of the jaws. The instrument locked out as intended. Jaw width measured out of the acceptable limits.